Event description:
Went to draw up a ppd. Opened the syringe package and pulled out syringe and went to draw up medication and I noticed in the needle was a reddish discoloration. Needle discarded and reported.